Event description:
It was reported that the needle inside the reservoir was bent and insulin leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed visual inspection and reservoir failed per specifications due to a bent transfer guard needle.